Event description:
It was reported that the patient had received an inappropriate shock. The right ventricular lead was noted to have t-wave oversensing and low r-wave amplitude. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the lead was returned, analyzed, and no anomalies were found. The distal end of the electrode was covered in blood. (B)(4).